Event description:
The implantable neurostimulator was replaced 11 months after implanted. The hcp suspected early battery depletion. The hcp was unable to retrieve the programming history of the device. The pt achieved good therapeutic efficacy after replacement. No pt injury or other complications were reported.

Manufacturer narrative:
In early 2009, the implantable neurostimulator and extension has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.